Event description:
It was reported the customer was having high blood glucose. Customer's blood glucose was 589 mg/dl at the time of the call. The customer stated they were not having any symptoms of high blood glucose. The customer reported feeling stressed. The customer declined to troubleshoot for their high blood glucose as it was caused by their cortizone shots. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).